Event description:
The physician was attempting to use a 2.75mm diameter x 18mm length endeavor resolute(rx) drug eluting stent to treat a moderately calcified lesion but it was reported that the device was damaged while trying to advance towards the lesion. There were no patient complications reported. Evaluation summary: the distal tip was flared and damaged. A number of struts on the 7th, 8th and 9th proximal stent segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (moderately calcified lesion). Inherent risk of procedure (failure to deliver the stent and stent deformation). Deformation issue (stent deformed). Conclusion results: device failure related to patient condition (moderately calcified lesion). Known inherent risk of a procedure (failure to deliver the stent and stent deformation). (B)(4).